Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged small hole in the balloon resulted in the balloon deflating in a patient who had just had bladder surgery. It was noted that for a fresh post operative patient, this could have impacted his surgical outcomes.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that an alleged small hole in the balloon resulted in the balloon deflating in a patient who had just had bladder surgery. It was noted that for a fresh post operative patient, this could have impacted his surgical outcomes.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006. The device was not returned.

Event description:
It was reported that an alleged small hole in the balloon resulted in the balloon deflating in a patient who had just had bladder surgery. It was noted that for a fresh post operative patient, this could have impacted his surgical outcomes.